Event description:
Responding units were dispatched to the ems emergency for the person who had fainted. Upon arrival patient was found to be unresponsive and pulseless with occasional agonal respirations. Cardiac arrest treatment was initiated including application of defibrillation pads and ECG interpretation with the monitor/defibrillator. Initial ECG indicated pulseless electrical activity but no shockable rhythm. Appropriate interventions continue but ECG tracings became intermittent. As efforts continued, a shockable rhythm (ventricular fibrillation) was observed on the monitor and defibrillation was attempted but unsuccessful. "Defib pad short" message was displayed on the screen and no shock was administered. Crews attempted to resolve the issue on the scene via the following: confirmation of all cables/connections/settings, confirmation of pad placement, shoved area and applied new pads, restarted device. ECG tracings remained intermittent and asystolic when observed. A mutual aid ambulance was called to the scene to assist with their monitor. Mutual aid crew met initial responding crew while exiting the building with the patient. Mutual aid crew member applied their monitor/defibrillator and assisted with patient care during transport. Patient's rhythm remained asystolic through transport to receiving hospital and no additional defibrillation attempts were made. Patient care was transferred to ER staff where resuscitation efforts continued without success. The malfunctioning monitor was removed from service and a service technician evaluated it on (B)(6) 2013. The technician diagnosed the problem and indicated that the main system board was not functioning properly. The system board was replaced and the technician tested the monitor with no further issues. On duty crew tested all functionality as well and confirmed the monitor was working properly. Monitor was placed back in service (B)(6) 2013.